Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and subsequently was admitted to the hospital due to an elevated blood glucose (bg) level of 630 mg/dl and high life-threatening ketones. Prior to the hospitalization, the customer delivered a bolus in attempt to address high bg. The customer was treated with intravenous saline and insulin while in the hospital and was released on (B)(6) 2025 with no permanent damage and reported issue was resolved. The cause of the high bg was due to the control iq software not being able to adjust insulin therapy accordingly due to having a failed transmitter. Technical support performed a system check on the pump and determined that the pump was functioning as intended.